Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shows error message 10004 (cycle power error), serviced presenting error 27/09. There was no report of patient involvement.